Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt of a moderately tortuous and severely calcified vessel. A 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 5.0-40/3.8/40 sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with contrast in the balloon and hub. Microscopic inspection revealed a pinhole 6mm distal from the proximal markerband. The reported information indicates the device was inflated to 10atm; therefore, there is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt of a moderately tortuous and severely calcified vessel. A 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 5.0-40/3.8/40 sterling balloon catheter. No patient complications were reported and the patient's status was good.